Event description:
It was reported that, "the surgeon was impacting the window trial and as he was back hammering it to remove it, the handle came off of the window trial and the trial stayed in the acetabulum. The window trial was removed with an impactor and the inspection of the window trial showed stripping of the trial. The threads on the handle looked like they may have been damaged, so I am sending it as well."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-01194.